Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool revealed that pump error 43 alarms were found on 04/10/2026 20:28:05.000 through 04/11/2026 03:00:31.000. Line=778 file=121. Unit passed self-test, however, unable to perform displacement test, prime/seating test, basic occlusion test, and force sensor test due to constant pump error 38 during rewind. Proceeded by cutting unit open and performing a visual inspection of all connectors and electronic assemblies. Per visual inspection it was determined that the ingress of water corroded the motor home switch, causing the pump error 38 during rewind. Unit was received with the following cosmetic damages: scratched case and pillowing keypad overlay. In conclusion, customer allegations were confirmed when pump error 43 was found during download history review and when the unit was received with a constant pump error 38 during rewind, due to corroded motor home switch. Isolate to motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged pump error while on load reservoir. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was partially performed and customer unable to successfully clear the alarm. No harm requiring medical interventions were reported. The customer will discontinue pump use and revert to back up plan as per health care professional instructions. The product mmt-1884 will be returned for analysis.